Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-02450. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance, dissection, and surgery occurred. The 80% stenosed lesion being treated was located in the moderately calcified, non-tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.5 x 12 maverick balloon. The physician used a runway guide catheter and a balanced middle weight non-bsc guide wire. The physician deployed a 3.50 x 24 mm taxus express2 drug eluting stent in lad and had difficulty withdrawing the balloon. Subsequently, the guide catheter deep seated, causing a vessel dissection. When the balloon was removed there was no flow to lad. The physician used a 3.0 x 9 mm maverick balloon, but this did not restore flow. Then a 3.50 x 12 mm taxus express2 drug eluting stent was deployed. The flow looked better. The physician placed a 3.50 x 8 mm taxus express2 drug eluting stent. Flow was restored, but haziness was seen in the vessel. The physician ivus with an atlantis sr pro catheter and it revealed that the dissection was from the ostial lad to left main. The pt was sent to surgery for a left internal mammary artery to lad. The physician did not feel the add'l devices used, after the guide catheter deep seating, caused or contributed to the dissection or the subsequent surgery. Pt status reported as "ok".